Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an inverse shoulder prosthesis surgery, the drill broke. Per complaint reporter, there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged, ar-9621-35t, 35 mm tap with batch 022420, was received for investigation. Upon visual inspection, it was noted that the tip of the cutting flute was broken off. No fragments were returned for evaluation. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to misaligned insertion; and prying/leveraging the device during insertion. See evaluation pictures 3 + 4. The reported event is confirmed.